Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the radical resection of right upper lung cancer surgery, after fired, it was noted that the staples were malformed. Changed to another two reloads and faced the same issue. The surgeon felt that the blade became blunt. Changed to new device to complete surgery. There was no patient consequence reported. No additional information can be provided.